Manufacturer narrative:
(B)(4). This is a malfunction that has been reported to fisher & paykel healthcare ('fph') by a healthcare facility in (B)(6). The product is not sold in the USA, but it is similar to a product sold in the USA. The 510(k) for that product is k983112. The subject rt340 breathing circuit has only recently been returned to fph central in (B)(4) for examination. Our investigation is currently ongoing. We will submit our findings in a follow-up report following completion of our investigation. We have performed a lot check which indicated no other complaints of this nature involving the rt340 breathing circuit.

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare representative that an rt340 adult dual-heated evaqua breathing circuit developed a leak after 1 day of use. No patient consequence was reported.